Event description:
It is reported that the tip snapped off - the remaining broken piece was removed with a vice grip and disposed of by the hospital. No remaining part of this instrument was left in the patient - no harm came to the patient.

Manufacturer narrative:
Eval summary: the instrument was returned with the hex feature fractured and missing. Material hardness is conforming to print specification. This incident is most likely the result of applying a load to the driver at an off-axis angle and/or applying a large force perpendicular to the driver's shaft creating a bending moment that caused the fracture. The instrument had a potential field age of approximately 35 months at the time of failure. The exact cause of the fracture cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.